Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided renal biopsy procedure using a maxcore instrument. During the procedure, the biopsy cannula failed to perform the cutting action, making it impossible to obtain a renal tissue specimen, and the first sampling attempt was unsuccessful. The medical staff then replaced the biopsy needle with a new device of the same model from a different lot. During the second puncture, the replacement device also failed to cut the tissue properly, resulting in another unsuccessful sampling attempt. Two consecutive punctures were performed, and both devices failed, resulting in repeated puncture trauma to the patient and alleged secondary injury. The procedure ultimately could not be completed as intended, allegedly causing pain, local tissue damage, and a delay in diagnosis and treatment. There was no reported patient injury.